Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a blank screen display and was making a constant tone. Customer attempted to change the battery and found that buttons were not responding. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with full segment display. Problem isolated to interface board. Unable to performed functional test due to display anomaly. Unable to verify audio/beep anomaly or button/keypad anomaly due to display anomaly. No blank display. Lcd board was ok. Device had minor scratched lcd window and cracked reservoir tube lip.